Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor breast prosthesis. Catalog, lot, and serial numbers all unknown. (B)(4).

Event description:
It was reported that a patient who underwent an unknown implantation procedure with unspecified mentor breast prostheses in (B)(6) 2010 developed right breast baker grade IV capsular contracture in 2011 and underwent a capsulectomy procedure. The patient underwent additional capsulectomy procedure in 2014 for bilateral baker grade IV capsular contracture. In 2015 the patient underwent 3rd capsulectomy for the left breast. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used off label. She also had an autoimmune response to breast implants. She experienced swelling of her armpits and back, vertigo, nausea, skin rashes, visual disturbances and abnormal thyroid levels. In (B)(6) 2018, the patient underwent additional capsulectomy on her right breast with bilateral implant removal. The devices were intact upon explantation. The patient reported that her health improved post explantation. The patient reported that she has been left brutally scarred, from the 5 surgeries in 7 years. She has lost months being so sick that she couldn¿t move. She spent her days at doctor¿s offices and the ER trying to find the root cause of her issues. She has been emotionally destroyed thinking she had ms when her arms were going numb and she was experiencing visual disturbances. She was left fearing for her life when she was sent for an emergency thyroid ultrasound to rule out cancer; when it was discovered she had tpo antibodies. The patient also reported pain in her right arm and back. In the last year, she has had blood tests, pelvic, abdominal, vaginal, and thyroid ultrasounds, brain CT when the nausea and dizziness got so bad she went to the ER, chest x-rays, and an endoscopy which led to an infection. The patient was prescribed synthroid, pantoloc, 6 gravol a day, betahistamines, and antibiotics. The patient reports she no longer requires any of these medications post-explantation. This medwatch report is for the 1st of the 2 breast prostheses.